Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred. The actual reservoir volume (arv) was 5.6ml and the expected reservoir volume (erv) was 9.6ml. However, it was also indicated that the arv was greater than the erv. It was noted that the pump was generally off by 5ml at past refills. The device system was used to deliver fentanyl, bupivacaine and morphine. It was later reported that a rotor study was done and everything was working fine. As of (B)(6) 2013, the patient was ¿good. It was later reported that the pump was ¿broken¿ and three doctors had told the patient that it was. A neurosurgeon wanted to do a spinal fusion on the patient, but wouldn¿t because the pump was broken. The pump was not pump properly. It pumped a little then a lot of medication. When the pump pumped a lot of medications, the bupivacaine ¿bathed¿ his urinary system and numbs it 12-15 times per day. At refills, 11 or 12ml remained, which was more than what was expected. The bupivacaine was causing the patient to not void urine and it was backing up into his kidneys, which would later lead to an infection, which meant that the patient would need to be on dialysis for a while. This would eventually cause him to die because the patient was not a candidate for a replacement because of narcotics. It was noted that the patient was not satisfied with his hcp and had been trying to a get a new physician for 2 years.